Event description:
The lead was returned to the manufacturer after being explanted with no information. The lead subsequently tested out of specification. Follow up was done, however no information was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the partial lead was returned in segments, analyzed, and the outer insulation was breached and had environmental stress cracking. It was noted that the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed) , the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.